Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor states when using the introducer needle on the same patient, in a second attempt, the needle bent and broke. The doctor states that she did not apply any pressure and there was no contact with bone.

Manufacturer narrative:
(B)(4) the customer did not return a complaint sample; however, they supplied a photo showing an introducer needle with a broken cannula. The cannula appeared to be cracked and on the brink of separating directly adjacent to the hub. A probable cause of the broken needle hub cannot be determined from the photo and without the sample to evaluate. The report that the needle cannula had become broken was confirmed through examination of the customer supplied photo. The image showed that the needle cannula had broken and was on the brink of completely separating directly adjacent to the hub. Despite this, an actual complaint sample was not returned for evaluation. The probable cause of the needle cannula breaking could not be determined based upon the information provided and without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the doctor states when using the introducer needle on the same patient, in a second attempt, the needle bent and broke. The doctor states that she did not apply any pressure and there was no contact with bone.